Event description:
The implantable neurostimulator was not charged for over a year and was overdischarged. The field representative performed 7 physician mode recharges and was unable to reestablish communication with the device. The implantable neurostimulator was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.